Event description:
Resident cut left calf when entering bed by cna assist. The rails were in the down position, patient was sitting / positioned on top of the side rail for pivoting into bed, patient was positioned that high and over the rail because patient was so frail they did not want to boost patient up in bed. Per report patient required sutures due to the cut in the back of left calf. Mfg tried to re-create how and where someone could have got a skin tear as described to no avail. Sent letter to facility for further information in details on this incident.